Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited over sensing on the ventricular channel. Other electrical measurements were normal. No intervention was reported. The patient would continue to be monitored.